Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 22-dec-2017 with the following findings: moisture was observed in the battery compartment with a leak. Further moisture was found internally. The battery compartment was cracked below the grip pad to the case seal. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked with moisture. This report is made based on results of investigation completed on 22-dec-2017.